Event description:
It was reported to boston scientific corp that a solyx sis system was used during an unk procedure performed in 2009. According to the complainant, one or two weeks after the procedure, the pt presented with incontinence. The pt had "coughed out" one of the mesh carriers and the physician plans to perform an additional sling procedure at a later date. Several attempts at follow up have been unsuccessful.